Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. Customer tried to deliver a bolus for a blood glucose of 383 mg/dl, but the insulin pump will not allow her. Customer tested her blood glucose and it was dropped from 407 mg/dl to 358 mg/dl. Customer declined to troubleshoot for high blood glucose. The insulin pump will not returned for analysis.